Manufacturer narrative:
Product ID 8578, lot# n140582, implanted: 2008 (B)(6); product type accessory product ID 8711, lot# j0058220r, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient¿s pump was explanted six years ago due to infection. The patient could not recall the date. The date/onset of the infection, whether or not the patient experienced any symptoms related to the infection, the actions taken to resolve the issue, the patient¿s outcome, and the type of drug delivered at the time of the event remains unknown. Follow-up was performed to obtain this information. If this information is received, a supplemental report will be submitted.